Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from a voluntary user report, that during a craniotomy surgical procedure, it was observed that the cutter device snapped while drilling a hole in the cranium. According to the report, all pieces were retrieved from the patient. The reporter stated that the device was not used for a craniotomy and was used for a dura tack up. However, the reporter was unable to clarify what procedure the device was being used in at the time of the event. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries. It was unknown if there was prolonged hospitalization associated with this event. There was patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.